Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received the error code - this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130) and an error in the motor was detected by reading unexpected value from hall sensor  (pump error 43). Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was unable to complete the rewind. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, and force sensor test. The history was download successfully using thus software. The long history file confirmed pump error 43 alarm on (B)(6) 2023 09:14:39:000 pm. Pump error 43 alarm confirmed due to corroded home switch. Pump error 130 confirmed on long history file on (B)(6) 2023 09:01:21:000 pm due to corroded motor home switch. Pump was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor, 40 pin flexible printed circuit/lcd and motor. The following were noted during visual inspection missing display window cover, cracked keypad overlay at select button and cracked case at battery tube side. Unit was confirmed for pump error 43 alarm and pump error 130 alarm due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.